Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. Customer reported that they were receiving electrical discharge shocks when touching the IV pole on their trima and fuses in the customer's electrical room went off.

Manufacturer narrative:
(B)(4). Risk analysis: the trima is designed to protect an operator if a short occurs within the machine by connecting to the earth-ground connection in a facility. In this circumstance there was an issue that was interrupting this earth-ground connection at the facility. The shock received by the nurse at this facility did not cause serious injury that would result in permanent impairment of a body function, or, permanent damage to a body structure, nor would it necessitate medical or surgical intervention by a health care professional to preclude permanent impairment of a body function, or, permanent damage to a body structure. Field diagnostic/correction: the service rep checked the equipment and found no issues. He did, however, find issue with the electrical outlets at the customer site. Some of the plugs were missing earth connection, causing approximately 100v of electricity between the machine ground and real earth ground. This is an issue with the customer's facility. Investigation: extent of the injury to the nurse was a low level electrical shock. No medical intervention was performed. Root cause: customer facility issue. Corrective/preventive action: the customer is aware of the electrical issue at their facility and have worked to discover mitigations for the problem. They do not allege that the trima machine in any way was responsible for the issues or the shocks to the nurse.